Manufacturer narrative:
The handpiece was received at the manufacturer for service. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that metal pieces fell off the handpiece during a surgical procedure. The case was completed with another device. The debris did not enter the pt. There was no pt or user injury, and no medical intervention was required. There were no adverse consequences reported as a result of this event.